Event description:
It was reported that the programmer was powering off spontaneously. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was powering off spontaneously. It was noted that it was left on for an hour with the provided battery and provided power supply with no issue. It was noted that the provided battery was an older battery that no longer charged. This battery was replaced and was able to charge using the provided power supply. The software was reloaded and updated. The programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.